Event description:
After 1+ months of implantation, this lead was explanted because of a possible pocket infection, however, the lab results that were obtained showed that an infection was not present. The pacemaker attached to this lead was also removed and reported on an MDR.